Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately compared to another meter . The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began a couple of days ago prior to contacting lfs. The patient reported blood glucose readings of "134 mg/dl" with the subject meter and "143 mg/dl" on another unknown brand meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of his diabetes regimen, the patient claimed he is on insulin. Due to the alleged issue, the patient denied taking any action regarding his diabetes regimen. The patient stated he developed symptoms of sweating a day or so after the alleged issue began. In spite of his symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.